Manufacturer narrative:
This device used for treatment and not diagnosis. Implant date approximately 2012. A device history records review has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
(B)(6) sales consultant advised the product manager of a veptr revision surgery that took place on (B)(6) 2013. Patient was implanted with veptr on an unknown date approximately one year prior. Patient returned to surgeon on an unknown date and examination revealed that both veptr 2 rod sleeves had broken with normal activity. Patient was returned to the operating room on (B)(6) 2013; surgeon removed the veptr 2 rod sleeves and completed the surgery with a like product. This is 1 of 2 reports for complaint (B)(4).